Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip got caught in chordae, causing tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first mitraclip was successfully implanted, reducing mr to 2-3. To further reduce the mr, a second mitraclip was advanced; however, during grasping, the clip got caught on the chordae. The clip was inverted and was eventually freed from the chordae and was placed medial to the first clip. During leaflet insertion assessment, a small chordae rupture was noted; which did not affect the mr. The second clip was implanted and mr was reduced to 1-2. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported clip becoming caught in chordae appears to be related to the patient morphology/pathology (posterior mitral valve leaflet flail/cleft, thick leaflets). The reported tissue damage was related to procedural circumstances. It should be noted that the reported patient effect of tissue injury (damage) is listed in the mitraclip system instructions for use, a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.